Event description:
It was reported that a female patient underwent a breast augmentation with mentor memorygel breast implants 375cc (l) and 350cc (r) and suffered several unexplained systemic symptoms, including joint stiffness, pain, sleep disorders, fatigue, muscle cramps, skin rash, pale and numb fingers, dry eyes, dry mouth, memory problems, difficulty concentrating on simple tasks, jaw weakness, difficulty chewing, and patient dissatisfaction with procedure outcome. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent removal on nov 1, 2022. This report is for the right breast prosthesis. See manufacturer report number 1645337-2023-14124 for contralateral side.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. H6. Health effect - clinical code e2402: generalized illness. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On apr 29, 2024, additional information was received indicating the date of explantation was (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On dec 13, 2023, additional information was received indicating the date of explantation is (B)(6) 2023. Manufacturer¿s reference number: (B)(4).